Manufacturer narrative:
The devices were returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The returned tip was returned with a defective hate shrink. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. (B)(4).

Event description:
During a laparoscopic cholecystectomy surgical procedure, the heat shrink from the renew endocut scissor tip, and fell apart. The procedure and anesthesia time was extended for 15 minutes. There was no harm to the patient.